Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) resolve the electrical failure 14 error by installing a new compressor (d119-00-0236). Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. The failure analysis and testing dept. Received part compressor, scroll_dtech with a reported unit failure of electrical test code 14. (Power up code #14). The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part compressor, scroll_dtech into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. Upon power-up, the fat dept. Could not replicate the complaint of power up code 14. The compressor passed testing. Retaining the compressor in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields- b4, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2 , h11. Additional information received as contact person name, phone number and occupation is (B)(6), biomed eng. Repectively. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had power up test fail 14 on display. There was no patient involvement.